Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia, loss of consciousness and seizures.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and a hypoglycemic event occurred. At 12:11 pm, the patient calibrated with the following values; cgm 60 mg/dl, bg 107 mg/dl. The cgm increased because of the bg calibration value. The patient ate lunch, the cgm increased to 300 mg/dl and insulin was delivered. At 5:45 pm, the cgm was 95 mg/dl with one arrow down and the bg was 68 mg/dl; the patient felt shaky and dizzy. She ate some bread, salad, sugar, pie and 1 glucose tablet; however, she passed out and seized for 30 seconds. An ambulance was called and upon arrival her bg was 55 mg/dl, oral glucose was administered, and her bg was 104 mg/dl. Her cgm values during this time were not provided. She was transported to the hospital, given fluids via intravenous (IV) therapy, and discharged seven hours later. The location and date of the sensor insertion was not provided. No data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No additional patient or event information is available.